Event description:
An altitude alarm was reported on the customer¿s pump, which stopped insulin delivery. Although the specific blood glucose level at the time was unknown, it ranged between 54-500 mg/dl, indicating no specific adverse impact. The technical support team guided the customer on cleaning the pump and attempting a cartridge reload. However, the issue persisted, leading to technical support deciding to replace both the pump and the cartridge. Meanwhile, the customer switched to multiple daily injections to ensure continuous insulin delivery.